Event description:
Patient was identified to have a pseudarthrosis at the c5/6 level. Study coordinator indicated that the graft had failed. A surgical intervention was performed in 2007 in which a revision acdf was performed. The original single level plate was removed and another single level plate was added as part of the acdf.

Manufacturer narrative:
Na